Event description:
A healthcare professional reported that a patient was injected last year with juvéderm® volbella¿ with lidocaine and two weeks later with [unspecified] juvéderm® voluma¿ for the marionette lines. The patient was presented with complications this year and was diagnosed as granuloma by the treating physician. Biopsy was not provided. There was prominent swelling and hardening on both sides that began after the patient was sick with a non-device related cold. The patient was treated with ibuprofen 400mg, after which caused the swelling to reduce. After the treatment the patient was treated with hyaluronidase.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.